Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting procedure a dissection occurred and 6 days after the procedure the pt required a reintervention. The lesion being treated was a 3.0mm 95% stenosed mid left ascending distal (mid lad). The lesion was predilated. The physician then placed a 3.0x32mm taxus express 8.8% drug eluting stent in the mid lad. The next lesion being treated was a 2.5mm 95% stenosed 1st diagonal (1st diag) artery. The lesion was predilated. The physician then placed a 2.50x12mm 8.8% taxus express2 drug eluting stent in the 1st diag artery. It was reported that during the placement, a dissection occurred at the target lesion side branch due to a plaque shift. There were no further complications. The pt was discharged the next day on plavix and aspirin. Five days later, 6 days after the procedure the pt required a reintervention of angioplasty to the mid lad and the distal lad. In the opinion of the physician the relationship to the taxus stent is "probable."

Event description:
It was further reported that the source documents do not indicate a dissection occuring during the index procedure. The initial treatment of the mid lad caused some plaque shift, which required stenting of the ostium of the diagonal branch.